Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2013; yrir16115 stent graft, implanted on: (B)(6) 2002; yrbr2615165 stent graft, implanted on: (B)(6) 2002; yrec1555 stent graft, implanted on: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance. The ra lead remains in use. No patient compl ications have been reported as a result of this event.